Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported there was a dural puncture and csr leaked during a trial procedure. Pt was kept overnight in the hospital. Follow up determined there were no adverse symptoms or reactions from the procedure. Pt was then implanted with a permanent system.